Event description:
The patient was placed on the defibrillator monitor with pads. During resuscitation, prior to shock delivery, the monitor was not able to detect leads. Five leads were placed, and once five leads placed shock was delivered. A few minutes later, the monitor stated leads not attached, although all leads and pads in place.